Event description:
It was reported that this right ventricular (rv) lead looked to be compromised, judging the measurements and the presenting rhythm. Boston scientific technical services (ts) recommended a local representative be paged for further testing in person. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.